Event description:
The customer tested his blood glucose and received readings of 215, 220, 222 and 195 mg/dl using his contour meter. He retested using another meter and received readings of 107 and 99 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer.